Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury. User: (B)(6) received date of the return product: 29/09/2022.